Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system presented a blurred screen and it is locking during the middle of surgeries. An alternate system was used to complete surgery. There was no patient harm.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative instructed the customer to configure the intraocular pressure (iop) ramp. The blurred screen was due to the environmental condition of the operating room (per the company representative). A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 20, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).